Manufacturer narrative:
(B)(4). One used inflator syringe, without packaging, was received for evaluation. The sample was subjected to luer tapers, syringe pressure, and vacuum leakage testing according to specification with acceptable results. During this testing, there were no leakages observed and no pressure drops of greater than 2atm. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. (B)(4).

Event description:
As reported by the user facility: reports when attempting to inflate a balloon, it would not inflate.